Event description:
It was reported that the lead had an apparent fracture. The lead will be explanted and replaced. No patient complications have been reported as a result of this event. The lead was explanted and returned to the manufacturer.

Event description:
It was reported that the lead fractured. The lead will be explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned and analyzed. No anomalies were found. Visual analysis showed apparent explant damage. The defibrillation conductor was distorted and several conductors had blood/body fluid (not obstructed). The defibrillation conductor fracture showed signs of overstress. The inner tubing was kinked/buckled. The outer tubing overlay was melted and showed cosmetic environmental stress cracking. The outer insulation was also torn. The exposed defibrillation could and outer overlay had white substance. The helix had blood in/on it and was distorted/bent. The lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Blood was present in/on the helix mechanism.